Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable connector on the c-arm. The system operates as intended.

Event description:
The customer reported, the system lost motorized motion. No patient injury was reported.